Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent reopened and reassigned case to add serial numbers into secure note. Patient called back escalated and was still having issues charging the implant. Patient could not get the green light and got an orange light when charging the implant. Patient put the battery off for 10 minutes. Patient was annoyed and went through a lot of pain to get the surgery to put this in and it didn't work more times that it did. Patient was constantly annoyed with the equipment breaking. Patient denied any recent falls, accidents, or changes in weight. During the call patient reset the controller. Agent reviewed best charging practices then patient plugged the recharger. Patient got excellent. Controller was at 70% and implant was empty. Green light was flashing above the screen. Agent reviewed charging duration and advised patient to call back if the issue persisted. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that for the last few months they have had nothing but trouble when charging their implant. Caller stated that the implant is so sensitive that it turns off even if they don't even move. Caller added that it takes up to 3 hours to charge the implant and they feel like they are "" persecuted"" because they can't move otherwise it goes off. Caller noted that as soon as they get the implant charged up, their leg starts tingling so they know it's working. Caller mentioned that last night they were charging the implant to 70% and all of a sudden the controller went blank and unresponsive. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed controller is 0% and implant is 30%. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Pt could not read the sn for the controller.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that now the controller is not taking a charge at all. Agent had pt plug the controller into the a/c power cord. The controller did not power on. Pt plugged a/c cord into a different outlet and the screen still did not power on. Agent sent a request to repair to replace the controller. Pt mentioned again that the stimulation would power off random points. Agent reviewed information. Pt will follow up with their hcp if replacement controller did not resolve the issue. Patient called back to report they just received the replacement controller and they need help into setup process. During the call, agent had the patient reset the controller to get the sn, however the patient said they got software problem 1- intellis, 2-3.6, 3-243, 4- qf-port. Agent walked the patient through hard reset of the controller. Agent had the patient plug the new replacement controller from the ac power supply without the ba ttery, the patient said the screen did not lit up, and when the patient reinserted the battery pack there was no green light blinking on top of the controller screen. Patient tried a different wall outlet but same issue was persisting. Patient confirmed the new co ntroller was working with the lithium battery but they were getting message controller battery empty message, and this was the issue they had last time. Troubleshooting did not resolve the reported issue. A request was sent to repair department to replace the ac power supply. Patient said they received the replacement ac power cord today, and they needed help with the setup process. Patient stated they were still getting the same message software problem (1- intellis, 2-3.6, 3-243, 4- qf-port) and the issue has been going on since friday. Patient mentioned their back was literally killing them and agent understood the result of not receiving therapy was due to ins depletion. During the call, patient was charging the controller, so agent had them disconnect the ac power cord and reset the controller. Patient said they a message 'battery empty. Cannot continue. Recharge the controller'. Agent had patient charge the controller first and patient confirmed seeing a green light on the power adaptor and a blinking green light to the controller. Patient will call back once they fully charged the controller to proceed with the setup process. Patient called back and repeated previously documented information. Patient was very upset about their prior call experiences over the past week and explained they had not been able to charge their implant since last friday. Patient's spouse was handicapped and required the patient to carry them to the bathroom and take care of them; patient stated they've had 10 back surgeries, so they really depend on the ins to function. Patient stated they were told yesterday to let their controller charge, but part of the present problem was that the controller can't hold a charge. Patientwas again seeing a software problem message: 1 - intellis, 2 - 3.6, 3 - 245, 4 - ensinterfacesm.c message on their controller. Patient asked why the ins would turn itself off sometimes and they had to charge every other day; agent reviewed ins will turn off on its own if the battery gets too low between charging sessions. Agent reviewed prior case information and understood the initial reason for call was due to losing connection constantly when trying to charge the ins; during troubleshooting, they also ran into the issue with the controller not charging. Agent explained a replacement for the recharger and battery pack would be sent, and patient will effectively have had all equipment replaced, which should allow them to charge the controller and then the implant (ins). Agent sent requests to repair and closed case.